Event description:
It was reported that the unspecified bd infusion set connection was difficult to use, comes loose causing it to spray or pop off. The following information was provided by the initial reporter: max plus luer connection is difficult to use when hooking up piv in pre-op. Connector also comes loose and sometimes sprays or pops off.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (b)(4( has been listed in the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set connection was difficult to use, comes loose causing it to spray or pop off. The following information was provided by the initial reporter: max plus luer connection is difficult to use when hooking up piv in pre-op. Connector also comes loose and sometimes sprays or pops off.